Event description:
Event desc: the cortrak device was used to insert a nasogastric tube which lead to a right lung placement resulting in a pneumothorax. A small amount of feed was introduced into the lung. No placement tracings are available for evaluation. No other information available.

Manufacturer narrative:
The cortrak was received in used condition. All placement history had been deleted from the system. Numerous attempts were made for further information from the customer along with tracings; however, no response was received. During testing the cortrak functioned per specifications.